Event description:
Approx five patients were injected for a chest CT without any contrast present. It was noted that the contrast was on the floor because the new lot number that medrad sent is also defective. These patients had to be rescanned and contrast was wasted.